Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013, patient exposed her sensor to moisture and she claimed she had scaring and welts from using the adhesive on the sensor. Patient claimed this is something she has experienced in the past. Patient visited the doctor, who stated the pros of wearing the device far outweigh the cons. The doctor also said the scarring and welts were not very serious and suggested using hydrocortisone cream.